Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus. It was stated that the device was not dropped or exposed to an MRI. Troubleshooting was performed, and the device failed the displacement test twice. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.